Manufacturer narrative:
Submit date: 9/19/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer report the catheter was implanted on (B)(6) 2015. When having dialysis on (B)(6) 2016, blood leakage was found at the venous line. For further treatment, the surgeon replaced the tube with another one.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are performed in the plant) are in place to prevent non-conforming product from leaving the manufacturing operations. A corrective action is not required at this time. This complaint will be used for tracking and trending purposes.